Event description:
The customer contacted stryker to report that their device has a piece of vinyl attached to the tip of the pogo pin (second from the left, on the power side) at the defibrillator pack contact point on the main unit. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Heartsine confirmed the reported fault. On receipt the device was displaying no status led. During the investigation measurable faults were identified on the j11 connector between j11 pin 5 (status_led_a) and pin 4 (status_led_green). This was attributed to a contaminant within the j11 connector bridging between pins 5 (status_led_a) and 4 (status_led_green). This had led to a partial short circuit across the device green status indicator. The device was scrapped and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device has a piece of vinyl attached to the tip of the pogo pin (second from the left, on the power side) at the defibrillator pack contact point on the main unit. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.